Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported failure to grasp the leaflets (positioning failure) appears to be due to challenging patient anatomy. The unspecified tissue injury appears to be a cascading effect of the positioning failure. The worsening mitral regurgitation (mr) appears to be due to the unspecified tissue injury. Additionally, unspecified tissue injury and mr are listed in the mitraclip system gen 4 instructions for use (IFU) as known complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the damaged leaflet and increased mr. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. The clip delivery system (cds) was advanced to the mitral valve however the leaflets were unable to be grasped. The cds was removed. Transesophageal echocardiography (tee) noted the posterior leaflet was torn. The procedure was aborted with the mr at 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.